Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing, inhibition of pacing, inappropriate therapy and a rise in impedance.